Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4)) for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During initial phase of ivtm therapy, the thermogard console (sn (B)(4)) alarmed and displayed "coolant empty" error message on the display head. The user checked the coolant level and it was between min and max line. The console was powered off and back on and displayed "system error" message. The console was replaced with another thermogard console and continued with ivtm therapy. No consequences or impact to patient.